Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 02/08/2008 and 02/12/2008 by fax, mail and phone. A completed questionnaire was received. This report was mailed to FDA on: 03/07/2008.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported glare, mainly at night. He also reported seeing a "line" in his vision. The surgeon reports seeing a scratch on the lens. The lens was exchanged. In a follow-up, the surgeon reports the outcome of event as "excellent".